Event description:
Per the audiologist, the pt's performance with her cochlear implant system was below expectations and has continued to decrease. Exchanging the pt's externals did not improve the problem. Results of an integrity test done in 2007 showed normal function of the receiver/stimulator and all of the electrodes. The pt's device was explanted three months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.